Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed there was an issue with the flexvision pc. To resolve the reported issue, the fse reseated cable connections, and the system was returned to good working condition. The codes were updated based on the investigation outcome.